Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the ac inlet at the rear of the device was cracked. The power switch at the front had broken plastic cover with cap torn off and exposed internal components. In addition, the device showed no air pressure on air gauge due to damaged air joint unit with broken front part. Air flow rate was low due to faulty air pump unit. Tubing was of old type. Four suction feet had weak suction force and main chassis had corrosion. The top cover had severe paint scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in for repair for the issue of the broken on/off switch. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the ac inlet at the rear of the device was cracked. In addition, the power switch at the front had broken plastic cover with cap torn off and exposed internal components. This medwatch is being submitted for the reportable issues of cracked ac inlet and front power switch broken plastic cover with cap torn off and exposed internal components observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct the g3 of the initial report. The aware date should be 02-nov-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the stress damage could not be determined. A review of the device history record could not been performed because it has been over 15 years since the subject device was manufactured. The specific date is unknown. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.